Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown) morbidity related to major lung thoracoscopic resections in children sara ugolini, lorenzo tofani, elisa zolpi, louise montalva, cosimo lotti, antonino morabito, fabio chiarenza, arnaud bonnard / la pediatria medica e chirurgica 2024; volume 46:337 / doi:10.4081/pmc.2024.337 / accepted: 21 may 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study investigated the adverse events related to 37 pediatric video-assisted thoracic surgery major lung resections from 2008-2021. In cases of severe parenchymal inflammation, parietal adhesions or fissure obliteration, the dissection was carried out by ligasure vessel sealer or a competitor ultrasonic device. Complications included intraoperative bleeding. Interventions included conversion to open for two patient, and blood transfusions. Prolonged hospitalizations were also reported.